Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was scheduled to be replaced. It was found that the shock impedance measurements were elevated but not out of range, and there were stored ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes which required several shocks to convert the arrhythmia. Therefore, during the replacement procedure, the system was surgically abandoned and a transvenous system was implanted. No adverse patient effects were reported.